Event description:
At the time of patient transport, the unit did not stay on battery power despite being charged. Nurse waited until the helicopter powered up and connected the unit to main's power and the unit came back on and operational. Unit under investigation, had the battery replaced by the manufacturer on (B)(4) 2018 and it was also repaired by them on (B)(4) 2018. Manufacturer response for apparatus, nitric oxide delivery, aeronox nitric oxide delivery device (per site reporter). Manufacturer informed by phone.